Manufacturer narrative:
(B)(4).

Event description:
It was reported that the amplitude on this right ventricular (rv) lead decreased from 18 mv to 3 mv. In addition, the pacing impedances decreased to 300 ohms. It was determined that the rv lead had dislodged. During the device upgrade procedure the physician elected to explant and replace the rv lead. The lead was discarded and will not be returned. No additional adverse patient effects were reported.